Event description:
A report was received that the pt was skinny and the pocket was uncomfortable in its location. The physician revised the pocket and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.